Manufacturer narrative:
Additional narrative: there was reportedly no patient involvement. Event date: unknown. Additional product code: lxh. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Manufacturing location: (B)(4). Manufacturing date: august 13, 2012. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that it was not possible to disassemble the knob and outer shaft. This was discovered during the cleaning process; there was no patient involvement. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: a product investigation was completed: the returned instruments were tested and the complaint condition could not be replicated. The knob could be disassembled easily by hand from the applicator handle. We have received the instruments applicator knob in an assembled condition with the applicator outer shaft. On the outer diameter of the applicator knob are some deep scratches visible and the tip of the outer shaft has signs of wear and tear. The device history record was researched and no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. The returned instruments were tested and the complaint condition could not be replicated. The knob could be disassembled easily by hand from the applicator handle. The thread is a left-handed thread, a clockwise rotation is required to remove the knob from the handle. It is possible that the end user may turn the knob in wrong direction to disassemble. We also found that there is a grinding noise from the thread as we turned the knob. This noise is caused by insufficient lubrication and can lead to a cold shut of the knob. Dismountable threaded connections must be regularly lubricated. In this regard please reference technique guide for more details. A failure in material or manufacturing could not be detected from a review of the manufacturing documentation. Based on our investigations a product related fault can be excluded. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is being submitted at the request of the FDA as it was determined that a follow up report in the sequence of this MFR number was missing. This report is being submitted to fill in that missing follow up number. H10 additional narrative: d10; h3, h6: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.